Event description:
It was reported a nurse observed that patient's bladder was full, but the bag was empty so she had to move the drain and the urine started to flow. It was also state, "the procedure is made always by the service nurse who has long time experience with these products." Note: this reported issue occurred on twelve (12) separate cases.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The device was used on a patient, however, there was no report of harm to the patient. Additional information was requested on (B)(4) 2014, however, no additional information regarding this incident could be obtained from the reporter. Please note: references issue occurred on twelve (12) separate cases. A separate 3500a form has been completed for the other (11) cases under patient identifier#(s): (B)(6). Manufacturer report #(s): 3007966929-2014-00028, 29, 31, 32, 33, 34, 35, 36, 37, 38, 39 respectively. (Report 3 of 12) to date. Should additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.